Manufacturer narrative:
(B)(4).

Event description:
Between (B)(6) 2012 and (B)(6) 2013, patient was enrolled and randomized for treatment after successful guide wire-crossing of the cto lesion, in a comparison study between ivus-guided group and the angio-guided group. During the procedure the patient had two overlapping resolute integrity drug-eluting stents implanted in the rca. Approximately 279 days post procedure, the patient had chest pain and on arrival at e.r., had CPR but death occurred. Cardiac death occurred only in the angiography-guided group.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.